Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The patient was subsequently switched to the backup freedom driver without adverse impact. Although the freedom driver exhibited a fault alarm, the driver continued to function as intended. This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in the supplemental MDR.